Event description:
Contour stapler: wouldn't close properly or fully. Once closed, wouldn't fire staples. Due to the misfiring of the machine, the posterior rectal sigmoid had a hold that then had to be sewn by hand.